Event description:
It was reported by service report that the load wheel broke off from the head section, which could potentially result in the head section being unstable. No patient involvement or adverse consequences are reported.